Event description:
Philips received a complaint from a respiratory director indicating that while the v60 device was in clinical use, it was observed that the cart holding the device had physical damage. A sharp piece of plastic was sticking out. There was no report of patient or user harm. The customer informed the remote service engineer (rse) that damage to the stand¿s top platform assembly caused a sharp piece of plastic to stick out. The customer requested that a field service engineer (fse) be sent for onsite device inspection. An fse went to the customer site and replaced the top platform assembly to resolve the reported issue. Following the part replacement, the fse deemed the device ready for clinical use.